Event description:
During an unrelated device failure investigation, physio-control observed that the customer¿s device would not deliver defibrillation therapy. The device was able to charge and discharge for defibrillation; however there was no energy output being registered. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio replaced the therapy pcb assembly to resolve the reported issue. Physio also observed that connector, designator p24 of the high voltage relay assembly was loose at the connection to connector, designator j24 of the therapy connector assembly. Physio confirmed that the loose connection did not contribute to the reported issue; however the high voltage relay assembly was replaced as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use.